Event description:
According to the literature, a recent study detailed an institution¿s surgical approach and patient outcomes when performing robotic parastomal hernia repair between january 2021 to july 2023. It was noted that a parietene ds composite mesh was used to repair concurrent mid-line hernia defects. There were 102 patients included in the study and hernia recurrence was noted in six patients. Intervention and patient outcomes are unknown.

Manufacturer narrative:
Literature events: author: davide ferrari1,2 · tommaso violante1,3 · ibrahim a. Gomaa1 · robert r. Cima1,4 title: robotic modified sugar baker technique for parastomal hernia repair: a standardized approach: davide ferrari1, 2024, italian society of surgery (sic) 2024 source: https://doi.org/10.1007/s13304-024-01813-7 - received: 17 november 2023 / accepted: 4 march 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.